Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation due to battery depletion. The patient had not charged her ipg in 2-3 months due to other health issues. The patient underwent surgical intervention where the ipg was replaced with a new one.